Event description:
The customer reported that a 250ml infusion of fentanyl was hung at 23:08 to infuse at 25ml/hr (250 mcg/hr). At 23:20 the pump alarmed for air in line and the bag was noted to be empty. A second rn verified the pump was set at the correct rate. Narcan was administered; the patient was continuously monitored and vital signs remained stable. There were no lasting effects from the event.

Manufacturer narrative:
The customer¿s report of fentanyl infusing faster than programmed was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal not intact. Both iui connectors were observed to be dull and the device is cracked at the top, where the disposable set¿s upper fitment is seated. Analysis of the pcu event log shows that between 11:06 pm and 11:31 pm on (B)(6) 2017, fentanyl 2500mcg in 250ml was programmed to infuse at a rate of 25ml/hr and the volume recorded as being infused during this period was 6.15ml. During this period, the device alarmed for air in line 3 times and for flo stop open once, lasting 6 seconds. The starting volume of the fluid container cannot be determined through device logs. Functional testing was performed and found the device to be delivering fluid within specification. The root cause of the customer¿s report was not identified. The disposable set was not returned for investigation.

Event description:
The customer reported that a 250ml infusion of fentanyl was hung at 23:08 to infuse at 25ml/hr (250 mcg/hr). At 23:20 the pump alarmed for air in line and the bag was noted to be empty. A second rn verified the pump was set at the correct rate. Narcan was administered; the patient was continuously monitored and vital signs remained stable. There were no lasting effects from the event.